Event description:
Vancomycin was being infused through a pump; halfway through the infusion, the rn noticed that the patient had not received any medication. It appears that the medication had back flowed into the primary IV bag. The nurse found loosed connections in the primary line. There was no patient injury.